Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and two similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Event description:
The subject in a clinical trial experienced thrombosis of hero graft. Patient referred to access center. Patient was sent to dialysis center for declot. Thrombectomy and angioplasty performed. Graft is ready for immediate use.